Event description:
It was reported, noise resulting in oversensing was observed on the right ventricular (rv) lead. A lead fracture was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were suspected lead fracture and oversensing noise. As received, a complete lead was returned in one piece for analysis. The reported event of oversensing noise was confirmed. Visual inspection found an external insulation abrasion breaching the outer insulation distal to the connector boot consistent with friction to device can. The cause of oversensing noise was due to the exposure of the outer coil at the abrasion zone. The reported event of suspected lead fracture was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.